Event description:
Related manufacturer reference number: 2017865-2022-06310. It was reported that patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead and right ventricular (rv) lead exhibited noise that was oversensed by the device. The noise was reproducible in clinic. Both ra and rv leads were capped and replaced on (B)(6) 2022. The patient was in stable condition.